Manufacturer narrative:
Reliability analysis evaluated 1 opened and used enlite serter. The insertion test was performed using a new lab enlite sensor and rubber skin. The enlite serter passed per specifications and the enlite serter connected and released the needle properly.

Event description:
Customer reported via phone call sensor serter anomaly. Customer's blood glucose level was 400 mg/dl. Customer advised they are treating their high blood glucose levels with manual syringe. Customer gave themselves 10 units of insulin via syringe and went low. Customer did not want to troubleshoot for high blood glucose levels. Customer states that the inserter that is inserted into the body seems to be broken. Customer tried 3 different times to insert the sensor into the body. Customer advised they were unable to properly insert the sensor and that the first and second sensor needles they used were bent. Customer then advised the third one was finally inserted into the body but it did not work. Troubleshooting for the needle hub stuck in serter was performed. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.